Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during an anterior cruciate ligament reconstruction the blade broke at the mount. It was also reported that there was no pt injury and there was a three minute delay to the procedure as a result of this event. It was further reported that the procedure was completed successfully.